Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Tha primary surgery was performed on (B)(6) 2004. Then, infection was suspected and osteolysis was found on CT image. Revision surgery was performed on (B)(6) 2017, the insert and the head were exchanged.

Manufacturer narrative:
An event regarding infection and osteolysis involving an omnifit liner was reported. The events were confirmed. Method and results: device evaluation and results: the device was visually unremarkable apart from a screw hole through the liner possibly used during explantation. Medical records received and evaluation: a medical review was performed and concluded "in this case no correlation between any specific device property and infection can be established. Early intervention was probably adequate although there is no info on further outcome or whether infection is really under control. As such, this pi case is not device-related but has its root cause in an adverse mix of procedure-related and unknown patient-related factors." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot or sterile lot. Conclusions: a medical review was performed and concluded "this pi case is not device-related but has its root cause in an adverse mix of procedure-related and unknown patient-related factors." However additional information, including operative reports, progress notes and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Tha primary surgery was performed on (B)(6) 2004. Then, infection was suspected and osteolysis was found on CT image. Revision surgery was performed on (B)(6) 2017, the insert and the head were exchanged.